Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the patient suddenly moved and then coughed. As a result, fluid was observed at the uterus and the small parts of the buttock's were blistered. Clinical follow up information revealed that a tenaculum was used to maintain a cervical seal and a tenaculum stabilizer was also used, the burn was categorized as "2nd degree", a fluid loss alarm was generated at 10 cc's, burns were both internal and external and burns were treated with lidocaine and silvadene cream. There were no further patient complications and the patient's condition at the conclusion of the procedure was reported to be "ok". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The intraocular lens (iol) associated with this report was received and transferred to the manufacturing facility for analysis, results are pending. A follow-up to this MDR will be submitted when the analysis is completed.

Manufacturer narrative:
The returned intraocular lens (iol) was inspected and met all manufacturing specifications. The iol power was measured and is correct as labeled, 19.0 diopters. The lens was inspected under illuminated 10x magnification and the optic showed no defects. The results of the visual and optical inspections performed were found within all product specifications. Batch records were reviewed and no deviations were noted. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information provided is included in this report.

Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication 4 years after the initial implant. Reason stated was explanted due to improper iol power.